Manufacturer narrative:
The insulin pump passed the basic occlusion test and the displacement test. No motor error alarms were noted. However, the insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The functional testing could not be completed due to this anomaly. The motor was tested outside of the device and passed. The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with a cracked case at the display window corners, cracked display window, cracked reservoir tube and tube window, cracked battery tube threads, minor scratches on the display window, a missing end cap sticker, missing reservoir tube seal and partially broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call, every time she administers a 4 unit bolus the device alarms motor error. The device has alarmed motor error three times. She did a three unit bolus and the device didn't alarm. Customer's blood glucose was unknown. Troubleshooting was performed. Customer was able to complete the rewind process however the device continued to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis. Customer then mentioned her blood glucose was 250 mg/dl or more and she had a sore throat, may be due to the motor error or her getting sick.